Event description:
Company representative reported via online media article "6 patients diagnosed with bia-alcl are undergoing cycles of chemotherapy to try to survive." Pathological markers confirming alcl have not been received. Manufacturer of the device is unknown. Affected sides and device status' are unknown. Treatment: "cycles of chemotherapy".

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient diagnosed with bia-alcl, histopathological markers not provided.